Event description:
It was reported that the customer was experiencing high and low blood glucose levels. The customer was vomiting and had high ketones. On (B)(6) 2014, the customer was reportedly woke up with a blood glucose of 60 mg/dl, but was reportedly fine all day. The customer woke up on (B)(6) 2014 with high blood glucose and the infusion set insertion site and reservoir were changed. On friday, (B)(6) 2014, the customer had a high blood glucose 541 mg/dl, which went down to 41 mg/dl an hour later, after she treated with manual injection. On (B)(6) 2014, the customer's blood glucose went up to 526 mg/dl. No correction was given for fear of low blood glucose. When the customer woke up on the day of this report, her blood glucose was 483 mg/dl and she had ketones. Troubleshooting was performed and there were no significant findings. The customer was on the way to the emergency room since blood glucose levels were not stabilizing. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).